Event description:
During a femur nailing procedure, the flexible reamer head broke into 3 pieces. One piece of the reamer was retrieved. Two (2) pieces were left in the pt's femur. X-rays were taken after the procedure confirming that two pieces of the reamer were left in the pt. The procedure was completed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis.